Manufacturer narrative:
(B)(4). Philips received medwatch #(B)(4), there is no info provided regarding institution, location, pt info or serial number. No further investigation or action will be taken at this time.

Event description:
An anonymous customer submitted a medwatch report stating that during a cardiac event the device showed an "attach leads" message even though the leads were attached, and a "service" message. The users switched to a different defibrillator. The outcome of the pt was not reported.